Event description:
Complainant alleged that during biomed testing the device displayed dotted lines while in leads mode. Device did not display "ECG lead off" message as an appropriate error message. Complainant indicated that there was no patient involvement in the reported malfunction.